Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient fell on their device 2 years ago, and it was clarified that ¿nothing broke, they believe the leads became undone.¿ it was noted that nothing had been done to resolve the issue because they broke their wrist ¿a week before ¿ then life last year cancer.¿ the patient stated that the device was still in them, but they would make an appointment with their doctor. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a healthcare provider regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient told them that they ¿fell on it and it broke,¿ but they hadn¿t done anything about it yet. It was noted that the caller was not familiar with the therapy, and that the patient would call in if they needed help. There were no patient complications reported as a result of this event.